Manufacturer narrative:
Synthes is unable to determine the MFR site or the MFR date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
A pt with severe pulmonary disease and neuromuscular scoliosis with an upper right curve measuring 70 degree and a lower left curve measuring 90 degree was implanted with a rib-to-rib and a rib-to-spine veptr with a left thoracotomy. Postoperatively, the pt developed pleural effusion which was drained and had a wound infection of the rib-to-spine veptr the rib-to-spine veptr was removed, the area I&d'd, IV antibiotics were given, nutritional support was given and a rib-to-spine veptr was reimplanted six months later. The pt now has a rib-to rib veptr on one side and a rib-to-spine veptr on the other side for control of the lumbar curve.